Event description:
It was reported that during a lead revision procedure, the lead exhibited an anomaly. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.